Event description:
Caller reported experiencing intermittent occlusion alarms. Customer's blood glucose level was recorded at 212 mg/dl, which was within an acceptable range. Technical support instructed the caller through a series of corrective actions, including checking tubing connections and administering boluses. Despite recurring alarms, a successful bolus was eventually delivered. Customer was advised to replace supplies as necessary and continue insulin therapy. A replacement cartridge was also sent.